Event description:
It was reported that during a lap appendectomy procedure, when the device was fired, only a few staples discharged from the cartridge. They got a new one to complete the procedure. There was no pt consequence. The device will be returned.

Manufacturer narrative:
Wedge band bypass. Evaluation summary: the analysis results found that the cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was 1/4 fired and the left side was fully fired. In addition, the cartridge deck was found damaged. The damage found on the cartridge deck is consistent with damage caused when the device is clamped over a hard object. When this happens, the cartridge gets indented, therefore, there is not enough space for the sled pushing the driver to continue its run. When the mechanism is forced, the wedge band will bypass the sled. If resistance is felt, stop and replace the cartridge. For further info, please refer to the instructions for use. No functional test was performed due to the condition of the device. A batch record review was performed and no anomalies were found during the mfg process.